Event description:
On 12/16/2021, it was reported by a sales representative via phone that a ar-8990st suture anchor pulled out, this occurred during a cmc arthroplasty when the surgeon went to enter the anchor the inserter bent, and the anchor pulled out, the surgeon attempted once more but had no luck. The case was completed using another ar-8990st, and there was no patient effect reported. Additional information provided on 12/17/2021 : the procedure took place on (B)(6) 2021. The case was completed using another ar-8990st suture anchor. The bone socket was prepared using a 1.35mm drill in the dx fibertak disposables kit (ar-8990ds).

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error due to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.